Event description:
It was reported to philips that the system c-arm tilt geometry movement could not move forward or backwards. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited system onsite and confirmed that the system's c- arm forward and backward geometry movements were not available. The review of system log files showed motor errors. Upon troubleshooting, the fse identified that the amc drive was defective. To resolve the issue, the fse has replaced the amc triple servo drive, made related adjustments and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.